Manufacturer narrative:
Concomitant medical product: 310c29 valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced an infection in the form of vegetation on the right ventricular (rv) lead and right atrial (ra) lead. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.